Manufacturer narrative:
Additional info: b1, b2, b5: complaint confirmed. Upon visual evaluation, it was noted that the head had broken off of the body of the device. The outer diameter of the head was measured and found to meet device specifications. The inner diameter of the hexalobe was also measured and found to meet the drawing specifications. The material of the device was tested as well and found to meet the specific composition required by the drawing. The cause of these remains undetermined.

Event description:
Additional information is received on 2/21/2023: the case was completed after adding three more screws to the plate. The broken body of the screw was left in place. The body of the screw had no head, therefore, there was no way to remove the screw. This was discovered during an orif of a non-union medial malleolus fracture. A 6-hole 1/3 tubular plate was used from the same titanium ankle fracture set- the plate was not changed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-8935-42 low profile screw broke during insertion, on the final tightening. Surgeon predrilled with a 2.5mm drill using a soft tissue guide and placed the screw first under power and then by hand when the head of the screw broke off from the shaft of the screw. The head was retrieved from inside the patient. This was discovered during an ankle fracture procedure on (B)(6) 2023.